Event description:
Caller alleged discrepant results with the inratio meter compared to the lab with one pt. Results as follows: date: (B)(6) 2012, inratio: 3.2, lab: 7.8. Pt was given a vitamin k injection. No further info was provided.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 3.2, ref: 7.8, mean: 5.5. Calculation mean for reported results is greater than 5.0, and the difference between the results is greater than 2.2. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. Per complaint, user reported pt on pain-killer medication (morphine) at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants." This may be root cause. No strip lot info provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusions: review of complaint revealed that customer received unexpected inratio and lab reference test results. No info in the complaint indicating misuse. No info indicating technique issue on the part of the user. No strip lot info was available and no product was expected to be returned. More investigation could not be performed. Root cause could not be determined. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. Retain strips met accuracy and precision criteria. No corrective action required at this time as no product deficiency was established.